Manufacturer narrative:
Unit passed self-test. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. The following were noted during visual inspection, cracked keypad overlay button, cracked battery tube threads, fading serial number label and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. No unresponsive keypad was confirmed during testing. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the pump's buttons are sticky. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported buttons not being responsive after a keypad anomaly. Pump has not been exposed to altitude change. Time does advance when display is observed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.